Manufacturer narrative:
The event occurred outside of the united states, while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (performa system), is related to case with patient identifier (B)(6) (unknown roche system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 55 mg/dl (performa meter) and 150 mg/dl (unknown roche device). No adverse event reported. Return of the suspect device was requested for evaluation.